Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick in 2 pieces. The balloon was loosely folded. There is blood and contrast on the outside of the balloon showing that the device was used in the procedure. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 55.7cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. Functional testing was carried out by attaching an inflation device filled with water to the broken shaft of the complaint device, and inflating the device to rated burst pressure. The quantum maverick device inflated and held pressure for 5 minutes, without leaking. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2017. It was reported that balloon deformation occurred. During unpacking of a 3.5mm x 12mm quantum¿ maverick¿ balloon catheter, it was noted that the balloon folds had relaxed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.